Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing lead impedance measurements measuring 2,339 ohms. It was noted this was an abrupt change. A lead safety switch (lss) was declared which switched the pace sense vector from bipolar to unipolar. Additionally, there was noise when programmed too bipolar. Isometrics were performed and the noise was oversensed which resulted in pacing inhibition. The device was then re-programmed. The patient did complain of having dizziness. Technical services suspected the lead was fractured. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing lead impedance measurements measuring 2,339 ohms. It was noted this was an abrupt change. A lead safety switch (lss) was declared which switched the pace sense vector from bipolar to unipolar. Additionally, there was noise when programmed too bipolar. Isometrics were performed and the noise was oversensed which resulted in pacing inhibition. The device was then re-programmed. The patient did complain of having dizziness. Technical services suspected the lead was fractured. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Filing a correction report to correct field h6 impact codes.